Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. Upon positioning the lead satisfactory measurements were obtained with the exception of high pace impedance measurements of approximately 2,200 ohms. The lead was repositioned and impedance remeasured at approximately 3,000 ohms while all other measurements remained satisfactory. The physician elected to remove the lead and implanted an alternate achieving ideal measurements. No adverse patient effects were reported.